Event description:
Customer reportedly obtained results of 268 mg/dl and 123 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of the suspect system and a replacement was sent.